Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 0 degree 32 mm insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient was revised on a right hip due to instability after a fall. Patient was revised due to popping, clicking, and the feeling of subluxation. Implants and further info not available due to hospital and doctor policy.